Manufacturer narrative:
Na

Event description:
It was reported, the foot-end hydraulic jack was not functioning to specification as the jack allegedly would not lower, when the hydraulic release pedal was activated and was leaking fluid.